Manufacturer narrative:
The insulin pump was received with a blank flashing white light display and constantly beeping due to vertical cracked lcd controller and cracked lcd glass. Unable to confirm missing segments/partial display due to blank flashing white display. The pump was received with scratched case.

Event description:
The customer reported via phone call that the insulin pump had a white flashing display. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer declined to trouble shoot for high blood glucose levels. The customer states the pump was dropped. The customer was assisted with troubleshooting, inserted battery and pump was flashing white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.